Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: g2

Event description:
N/a

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had top screen has two dead spots on bottom left and right corners and battery dies. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9(return to manufacture date),g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) contacted the customer and confirmed that the top display showed distortion and incomplete display in the lower and corners. The system also displayed a message indicating that the safety disk replacement was due. Upon further evaluation, no battery issues were identified, and no error codes or system faults were found. The fse inspected the unit and confirmed that the top display was distorted and that the safety disk life cycle had been exceeded. The fse replaced display top lcd assy, safety disk and tidal volume disk. Following the repair, the unit successfully passed all performance and safety tests in accordance with manufacturer specifications. The unit was cleared and returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of dead spots on the bottom corners. The fat performed a visual inspection and found the part to be in good condition. The fat installed the display in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Confirmed a dead spot in the corner. Possible cause may be damage from user error. Retaining the part in the failure analysis and testing department.

Event description:
N/a.